Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen became unresponsive, and the system displayed an out-of-memory error message. A technical support specialist (tss) attempted to deploy the rss disk cleanup package, but the deployment failed. The tss shrank the dsclientoltp database on the station and observed that windows files occupied approximately 25 gb of disk space. The tss then cleared cache and temporary files using disk cleanup. After a prolonged reboot, the station came back online. The system functioned as intended after the technical support specialist troubleshot the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had a frozen screen and system was out of memory. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.